Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual and functional inspections were performed on the returned device. The reported difficult to insert and difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. The guide break and material separation-foot were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of, tissue damage (vascular injury) is listed in the proglide instructions for use as a potential adverse event. The reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information was received stating: the artery was surgically repaired. The evar procedure was completed. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 5f sheath prior to a endovascular aneurysm repair (evar) interventional procedure. Reportedly, there was expected resistance during advancement of the proglide device as this was a redo groin. A guide break occurred on insertion of the proglide device but the device was held together by the wire. Deployment of the proglide device was not performed. Resistance was noted during removal of the device from the patient anatomy and force was applied but not beyond the normal. An open cut down was performed and the level of anesthesia changed. A suture was noted to have remained inside the patient. The suture was surgically removed and it was then that the back footplate was noted in the artery wall. The foot was retrieved surgically and hemostasis achieved via surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.